Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: customer returned a single pen needle with a purple cap identifying it as a 5mm 31 gauge needle. The pen needle was visually inspected prior to testing for needle clogs. The non-patient side of the needle has been bent at the proximal end of hubs needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. No DHR review can be carried out as lot number is unknown. Based on the sample received, bds investigation found that the needle had bent, which could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged. Based on the results of the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle was blocked. Event description per attached email states: needle blocked date sanofi received complaint: (B)(6) 2021 . Date sanofi received the sample: 08.03.2021. Pir: 100101029."